Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the video system center lost its image at the beginning of a therapeutic colonoscopy procedure. The processor rebooted by itself after an error code. The patient was not under anesthesia and the procedure was postponed. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board failure. Olympus will continue to monitor field performance for this device.